Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass (roux en-y) procedure, the device had a poor staple formation after firing, resulting to dehiscence and incomplete staple line centrally. They then used clips to fix the staple line and manually suture the tissue.